Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device would not exhibit measured data or allow a threshold test.